Manufacturer narrative:
This report is being filed on an international product list (B)(4), that has a similar us product distributed in the us list (B)(4). The evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation is in process.

Event description:
The account stated elevated architect ipth results were generated compared to roche assay. The account stated the patient results differ up to 50%. Further comparative testing was performed with an average difference of around 30%. No specific testing data was provided. No specific patient information provided. No impact to patient management was reported.

Manufacturer narrative:
The trend review and lot search did not identify increased complaint activity for falsely elevated results. To investigate the customer's issue, the historical performance of reagent lot 01517i000 was evaluated using world wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 01517i000 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 01517i000. Based on this review no unusual performance issues was identified. In addition, a device history record review was performed on lot 01517i000, which did not show any potential non-conformances, deviations, or nonconformances. Labeling was reviewed and found to adequately address the issue under review. A study was reviewed "performance characteristics of six intact parathyroid hormone assays". Sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of 6 intact parathyroid hormone assays, including the architect which was the comparison method. For method comparison, serum and edta plasma samples were tested by all methods. Overall the study found good correlation for all methods, but did indicate there was significant bias between methods. The study also concluded that there are many factors that potentially influence variability for pth measurements, including the method used, pth source (synthetic vs endogenous), population evaluated, and vitamin d status, preanalytic variables such as sample matrix, and storage time and temperature. The study assessed some of these factors that can produce variability and confirmed that there is variability between pth assays. In conclusion, the study indicated that standardization efforts are warranted and assay-specific decision limits are required. Taken together, no product deficiency was identified.